Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. Upon investigation the battery charger was unable to recognize or charge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
Upon evaluation of a charger that was returned for an unrelated issue, a reportable malfunction was found. The charger was unable to recognize or charge a battery pack.